Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('bilateral laparoscopic salpingectomy.') In an adult female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2017, abortion and pregnancy with contraceptive device. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral laparoscopic salpingectomy). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another 2 pregnancy episodes with essure which were captured in case (B)(4) (2017 pregnancy) and (B)(4) respectively. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ('bilateral laparoscopic salpingectomy.') In an adult female patient who had essure (batch no. C95077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in 2017, abortion and pregnancy with contraceptive device. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (bilateral laparoscopic salpingectomy.). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: patient experienced another 2 pregnancy episodes with essure which were captured in case (B)(4) (2017 pregnancy) and 2021-134131 respectively batch no c95077. Production date: 2014-08-15 expiration date 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-may-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.